Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a head bleed and rising lactic acid dehydrogenase (ldh).

Manufacturer narrative:
Section a: multiple requests were made to obtain patient information but no information was provided. Section d4: multiple requests were made to obtain device information but no information was provided. Manufacturer investigation conclusion: a direct correlation between the heartmate ii left ventricular assist device and the reported events (head bleed and elevated lactate dehydrogenase) cannot be conclusively determined through this investigation. The submitted log file contained data spanning from (B)(6) 2020, at 12:33:37 to (B)(6) 2020, at 12:54:08, per the timestamp. Throughout the log file the device appeared to have operated as intended at the fixed speed. The account communicated that the patient experienced a head bleed and elevated lactate dehydrogenase levels. Additional information, including the ventricular assist device serial number, was requested from the account; however, none has been provided at this time. The patient remained ongoing on ventricular assist device support. The heartmate ii left ventricular assist system instructions for use lists hemolysis, stroke, and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy is outlined in this document. No further information was provided. The manufacturer is closing the file on this event.